Manufacturer narrative:
One zimmer replacement screw was returned for inspection. The screw shows signs of wear from use about the threads and internal drive feature. Returned device was examined visually by the naked eye and through magnification. Alleged event was non-verifiable with the information provided. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that abutment screw loosened in the patients mouth. No delay or additional appoint reported. A replacement was used to replaced the loosen one.